Manufacturer narrative:
The investigation was unable to confirm that the customer was replacing the pinch tubes within 60 days. The instrument worked within specification after the service action by the fse. The issue is detected by quality controls (qc) being out of range. The issue is unlikely to occur if the pinch valve tubing is replaced as documented in product labeling and by following quality control guidelines and reacting appropriately to out of range qc results. A review in the complaint handling database found (B)(4) cases related to pinch valve tubing in combination with questionable results out of a total of (B)(4) cases related to pinch valve tubing since (B)(6) 2012. Replacement of the tubing in accordance with the instructions in product labeling was not provided for these cases.

Manufacturer narrative:
A specific root cause was not identified. The affected pinch tubes and pinch valve were requested for investigation, however the parts were no longer available. Based on a review of the customer's instrument database and settings, the pinch tubings should have been replaced every 30 days. The customer had originally stated the pinch tubings were replaced after 60 days. Product labeling states "damaged pinch valve tubing can cause leaks. Leakage can affect the volume pipetted and cleaning of the measuring cell." A potential root cause may be related to leakage from the pinch tube. A pinch valve design change is being made to make the pinch tube exchange process more convenient for the customer. Once the new pinch valve is available, the field service representative (fsr) will only need to replace the pinch tube during the customer's yearly preventive maintenance. Medical assessment of the event stated that the timeline of the event provided by the customer does not suggest the device caused the death of the patient. If a patient is admitted to a hospital in such a critical condition, several other laboratory test results and results from other diagnostic tests should exist, however, these results were not provided. Examinations and repeat testing would be performed even if no discrepant results were suspected. The allegation by the customer related to the troponin t hs and probnp ii results suggest the patient death was most likely related to a cardiac or respiratory failure. Since the patient died, symptoms must have been evident to medical personnel. These situations would require synopsis of laboratory results, other diagnostics and clinical findings along with patient medical history and risk factors. It is unlikely the correct diagnosis would have been missed due to the erroneous troponin t hs and probnp ii results, however, a definitive statement is not possible as essential information was not provided by the customer. Neither a general nor systemic product problem was identified.

Manufacturer narrative:
Upon follow up, the customer has declined to provide any additional information related to this event. No issues were identified during a review of the alarm trace, maintenance information or instrument performance testing data.

Manufacturer narrative:
The pinch tubes that were on board the instrument on (B)(6) 2017 and had last been replaced on (B)(6) 2017. The customer is replacing the pinch tubes every 60 days. This is the appropriate timing based on the customer's instrument settings. The pinch tubes were replaced on (B)(6) 2017. According to the laboratory technician, each time the pinch tubes were replaced, the left tube was cracked where the tube is blocked by the valve. The pinch tube and pinch valve were replaced by the customer on (B)(6) 2017. The customer stated they were replacing the pinch tube weekly which is not normal for them.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 6 patients tested for troponin t hs (high sensitive) ¿ troponin t hs, hcg + beta (hcg + b) and/or elecsys probnp ii immunoassay (probnp ii) on their cobas e 411 immunoassay analyzer that were reported outside of the laboratory. Quality control (qc) results were acceptable before and after the tests. One of the 6 patients (patient 1) has died. This medwatch is for the patient who has died. Please refer to medwatch with patient (B)(6) for information on the other 5 patients. (B)(6). The customer alleges that the treatment based on the troponin t hs result of <3.00 with a data flag was not appropriate for the severity of the patient¿s condition. The specifics related to treatment received or withheld was requested but has not been provided. The patient's cause of death was requested but has not been provided. The following information has also been requested but has not been provided: risk factors for this patient, the medical report of post mortem examination, diagnostic findings such as the onset of clinical symptoms, admission to the hospital, description of clinical symptoms, EKG and echo-cardiogram results, the medical treatment received along with the therapeutic consequence, the suspected diagnosis that led to inadequate treatment, the medical history of the patient (specifically cardiac) and the patient's routine medication taken before death and the medication provided at the hospital. Multiple attempts have been made to obtain additional information related to this patient. The person at the customer's site who can provide additional information is on vacation from (B)(6) 2017. We will continue to attempt to obtain information. The customer stated the technicians found a leak in the pinch tubes. After the tubes were replaced, the instrument operated correctly. The field service engineer (fse) checked the instrument on 06/26/2017 and pinch valves and tubes were replaced. Adjustments were checked and the measuring cell was re-calibrated. Calibration and qc was performed. On (B)(6) 2017 a repeatability test was performed by the laboratory and the elecsys estradiol iii assay (estradiol iii) results were not within specification. The probnp ii reagent lot number was 209223. The expiration date was not provided. The troponin t hs reagent lot number was 195500. The expiration date was not provided. The investigation is ongoing.